Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm was confirmed via the log files review. The log files spanned approximately 16 days (B)(6) 2021 per the timestamp). Power cable disconnect alarms intermittently activated from (B)(6) 2021 at 18:01 to 19:38 and from (B)(6) 2021 at 18:28 to (B)(6) 2021 at 21:27 due to invalid rsoc fault on the power cables not associated with a power source exchange. Atypical low voltage alarm intermittently activated on (B)(6) 2021 from 21:01 to 22:36 due to fluctuating rsoc voltage on the black power cable. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(4), was functionally tested and passed all tests without any issue. The controller was connected to a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during the analysis. Per provide information, the alarm continues event after switching clips and cleaning them with alcohol wipe. The controller software was upgraded from version 1.6.0 to 1.7.0. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were multiple unexplained power cable disconnects on (B)(6) 2021. Patient states that the alarms were very persistent on the 11th even after switching clips and cleaning them with alcohol. Log files displayed multiple power cable disconnects alarms while tethered on batteries and/or mpu. It was recommended that the software be upgraded on the controller to v1.7.0. The controller was then retuned on 20aug2021.